Event description:
A company representative, who was attending surgery on the date of the event, reported that during a case, there was an infusion failure. The cassette was exchanged and the problem persisted. The system was exchanged and the case was completed with a delay of approximately one hour. The patient had been anesthetized with peribulbar anesthetic. It was reported that there was no harm to the patient.

Manufacturer narrative:
The event log from the system is expected to be returned for evaluation, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).